Event description:
Analysis of returned lead found lead fracture. It was reported that the patient never experienced effective therapy. No anomaly was found during impedance check. Additionally, the patient experienced pain at the ipg site. As such, surgical intervention took place wherein the entire system was explanted to address the issue.

Manufacturer narrative:
The report of "ineffective therapy" was confirmed. Analysis of lead b, terminal end lead segment, found a kink on the outer tubing where all internal wires were broken. The cause of the fractures is unknown as the patient did not report any trauma, such as falls or an accident prior to the reported allegation.